Event description:
Female patient contacted customer service on 3/24/2025. She informed us that she received 2 large boxes that each contained 4 boxes of catheters, this would be equivalent to 240 single use catheters. She reported that about 80% of those catheters had a pin hole in the package. The primary packaging looked and felt normal but leaked fluid through the small hole after the water sachet was activated. She did use the products because she depends on catheters for bladder management. No medical complications or health impact. Products were discarded after use.

Manufacturer narrative:
Batch documentation and production data have been reviewed and no relevant problems or deviations were registered. No earlier complaints for this lot. Investigation of unused products from the same lot, sent back from customer, shows that 7 products, all from the same position in the machine, had a small hole in the weld. Investigation by the responsible process engineer shows the following. During the production of lot 661037, 2024-10-11 at 04:25 in the morning, there were problems in production with the primary foil that makes up the primary packaging (and sterile barrier). This has probably resulted in some foil residue that stuck in the weld which consequently caused a very small part of the weld at position 5 to become incomplete. This should have been discovered in production as production checks are carried out continuously (every hour) where all welds are examined and if deviating products are found, a non-conformity is opened and the deviating products are sorted out. The procedures in place will be reviewed and it will be ensured that the production staff is aware of how controls should be made in connection with packaging foil problems. The risk of packaging foil out of position in chain, which can result in a narrow weld, is identified in the risk analysis of the packaging machine. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.